Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up of an asymptomatic patient, interrogation showed that atrial lead noise had resulted in automated mode switch episodes. The noise could not be reproduced. The lead was disabled and the patient would be monitored.